Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of communication failure could not be confirmed. The device image review confirmed consistency with a crc error causing the inability to communicate with the device via rf. The device was tested on the bench and found inductive telemetry communication ability remains normal.

Event description:
It was reported prior to implant, while still in the package, the device could not be interrogated. This device was not implanted.